Manufacturer narrative:
(B)(4).

Event description:
High impedances were reported. Electrode 13 showed impedance readings >10,000 ohms. The implanted neurostimulator was reprogrammed. Telemetry issues were also reported. A physician mode recharge was performed and the pt was able to start recharging her system.